Event description:
Customer reported that they are getting high axial length (al) measurements which has led to incorrect iol calculations. They were comparing als to another iolmaster. No patient harm has been reported.

Manufacturer narrative:
Description of changes: field d4: updated model number to "700". Field d4: updated catalog number to "000000-1932-169". Field g6: updated to "follow-up, # 1". Field h2: checked "correction". Field h4: updated to "01mar2016". Field h6: updated component code to "593".